Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated that the caller was programming adaptive stim for this pt on friday and the caller noted discrepancies with programming. Specifically, the caller noted that when the pt's program amplitude on the 'programs' portion of the tablet should have showed the upright ma, it was still showing the lying position ma even though the pt's correct position was showing. The caller was not with pt and so technical services specialist (tss) was unableto provide detailed guidance as to how settings, position, transition time, etc...played into this. Tss advised caller call live next time with pt when this occurs. Additional information was received from the rep. It was reported that the cause of the adaptive stimulation issue was not determined. No action to be taken at this time, it is unknown if it was ever an issue.